Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 7083223/7083372.

Event description:
It was reported that the patient underwent a spinal cord stimulator explant due to a pseudomonas infection which was believe that the patient was a carrier of the bacteria. The left lower flank where the ipg was implanted was visibility red, swollen, very tender, and warm to the touch. The midline incision was noted to have puss. The patient was given oral IV antibiotics. Explanted device components were not returned.